Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by pain in stomach, vomiting, fever and dizziness. The breach in aseptic technique was further described as the patient did not wear mask and the cycler was placed near a window and left the window open which could have been an environmental contamination. The patient went in and out of the hospital and was admitted twice out of three times. The patient was given pain killers and ciprofloxacin tablet (every morning before breakfast, dose, route and duration were not reported) and ceftazidime (intravenous, dose, frequency and duration were not reported) for peritonitis. Due to the ineffectiveness of previously administered antibiotics, the patient was given new unspecified antibiotics (further details not reported). At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.